Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6), and performed multiple troubleshooting procedures, including performance of the cuvette wash, cleaning the top of cuvettes, and verifying the cuvette washer nozzles are not leaking. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), was identified.

Event description:
The customer reported falsely elevated alinity c magnesium generated from alinity c processing module and provided the following data: customer reference range 1.6-2.6 mg/dl sid (B)(6) initial result was 8 and repeat result was 1.8. Patient information: patient is a 73 year old male. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity c magnesium generated from alinity c processing module and provided the following data: customer reference range 1.6-2.6 mg/dl sid (B)(6) initial result was 8 and repeat result was 1.8. Patient information: patient is a 73-year-old male. There was no reported impact to patient management.